Event description:
Pt was presented to the interventional lab to an angioplasty procedure of left popliteal artery. The vessel was described as calcified. The balloon catheter was properly inspected before use, and physician had no difficulty passing the balloon to the lesion. The indeflator was tightly attached to the hub of the balloon catheter. The info states that the physician was unable to build up pressure in the balloon due to a leakage at the hub. The balloon was removed over a wire, without losing access to the lesion, and another savvy balloon was used to complete the procedure. There was no reported injury to the pt.